Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 3max reperfusion catheter and a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, a 3max catheter was found fractured and was not used. The procedure continued using another manufacturer's catheter. The physician attempted to advance a 5max ace catheter over the catheter; however, it was unsuccessful. The procedure continued successfully using another manufacturer's device. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Correction: k133317.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. This MDR is associated with MDR (B)(4). Not returned from the hospital.

Manufacturer narrative:
(B)(4). Conclusion: the product lot number was not provided, therefore, the manufacturing records could not be reviewed.